Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with complaints of weakness, shortness of breath and fatigue over the past 3 days. Fecal occult test was positive. The patient's hemoglobin and hematocrit was measured to be 5.1 and 17.1 respectively. On (B)(6) 2018, the patient was given 2 units of packed red blood cells (prbc's). The account reported that the patient's hemoglobin and hematocrit rose to 6.8 and 2.2 on (B)(6) 2018. The patient was given additional units of prbc's on (B)(6) 2018. The patient had a upper endoscopy on (B)(6) 2018 that showed on active bleeding angiectasia in the stomach. It was treated with argon plasma coagulation. The patient was given IV protonix while admitted to the hospital. The patient was discharged to home on (B)(6) 2018 with a measure hemoglobin and hematocrit of 8.0 and 25.8. No further information was reported.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section weight, event: corrected information.

Event description:
Corrected information: the account reported that the patient's hemoglobin and hematocrit rose to 6.8 and 22.0, respectively, on (B)(6) 2018.